Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'failed flow rate accuracy testing, over infused at 21 ml' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test and over infused at 21 ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.